Event description:
Subsequent to the initial MDR, it was determined that a report was submitted in error. Upon further review, it was determined that the patient allegation does not meet the criteria of a reportable event.

Manufacturer narrative:
Please disregard initial reporting of this event as this event has now been deemed not reportable.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the leg on (B)(6) 2026, which is off-label usage of the device. On (B)(6) 2026, it was reported that in the early morning, the patient was at home and experienced seizure due to a cgm inaccuracy. At that time she was not aware that her glucose was decreasing, the cgm was 165 mg/dl and she self-treated with insulin and she charged the receiver. As she walked back to make her bed, she heard the alarm went off. She came in to the room and noticed that the device was showing 65 mg/dl dropping down to 40 mg/dl. The patient didn't hear any alert prior the low reading. So, she picked up her phone, dialed 911 to call an ambulance and she grabbed a juice, can of sugar pop, and she sat down. She told them that her glucose was dropping quickly and she needs help. She was being interviewed and asked questions and was said that they would break the door. She didn't agree and stand up, barely walking, confused and almost falling out but was able to unlock the door and went back to the kitchen. She realized she had not grabbed a glass, so she went to get it and the next thing she knew, she was already seizing. She was aware about the seizing because she could feel it. Emergency medical services (ems) came in and lifted her to the chair and she was treated with glucagon (meant to be glucose) oral gel (2 or 3 dosage 15mg each, not sure with the exact dosage) and sugar water. They took a bg reading which was 60 mg/dl, and another which was between 70 or 80 mg/dl, and the cgm was showing 40 mg/dl. Once she started feeling coherent, they started providing her apple juices. They stayed with her until her bg increased up over 80 mg/dl. They waited until the bgms were both around 100 mg/dl and the dexcom finally at 120 mg/dl. At the time of the report the patient was fine. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. When another measurement was taken, the reported glucose values fall within the a zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.